Manufacturer narrative:
(B)(4). The device history review for the product dermahook 1/2 hook 10 pkg/bx 6 hks/pkg, lot #73h1500101 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The elastics on the product broke during the procedure. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4) the customer returned one box filled with twelve partial dermahooks. The customer also returned two lid stocks from lot numbers 73h1500101 and 73e1500060. Since there was no way to determine what lot each returned dermahook belonged to, the investigation for this complaint and related complaint tc 1900047713 were conducted as one joint investigation. The returned samples were visually examined with and without magnification. Visual examination revealed that the customer returned five dermahooks that appear to be intact. The hook is connected to the thermoplastic elastometric (tpe) band via the blue suture thread on all five intact samples. Microscopic examination was performed on the five intact dermahooks. The suture knot on one of the intact dermahooks is tied too tight which is causing the material to bulge. This can cause a breakage in the tpe band when excessive tension is applied. Two dermahooks were received with the tpe band still attached, but snapped. Only one of the bands was snapped where the suture is tied to the band. The other band was broken at an angle that isn't typical to how the bands normally break. Microscopic examination revealed that the band did not appear to be cut as the material narrows at the point of separation which is typical of material that has been stretched and separated. Five hooks other remarks: attached to the blue suture thread were received with no tpe bands attached. Three separated tpe bands were received, leaving two tpe bands unaccounted for. The breaks in all three bands appear to be at the approximate location where the suture thread would be tied. One of the bands was broken into two pieces. All broken dermahooks appear used as there is biological material on them. The intact dermahooks do not appear to have biological material on them. Reference (B)(4) for investigation photos. A functional test was conducted to try to replicate the break that was found on the tpe band that was still attached to the hook and suture, but didn't snap where the suture was tied to the band. The band was broken at an angle that is not typical to how the bands normally break. It appeared to be stretched out further than normal before it broke because the band was extremely thin at the points of separation. One of the loose tpe bands that was returned was used in an attempt to replicate the break. The band was stretched until it snapped. The break was at about a 90 degree angle, which is typical for snapped bands. This was repeated two more times, each with the same result. The attempt to recreate the damage was successful to an extent. All three attempts showed that the band narrowed at the point of separation which is similar to what was seen on the damaged bands. This is a sign of stretching. However, the tested band did not result in the same thinness of the band at the points of separation. It is unknown what caused the band to break in the way it did. Specifications per graphic 14-2-001470 rev. 01 and the dhf for this product, d001915 rev. 03, were reviewed as a part of this complaint investigation. A corrective action is not required at this time. The device history record review showed no evidence to suggest a manufacturing related cause. Based on the condition of the samples received and the time of discovery, operational context caused or contributed to this event. The reported complaint of elastics broken in use was confirmed upon the samples received. The samples that were returned appear used. The damaged tpe bands show evidence of stretching as the material narrows at the point of separation. An attempt to recreate the damage of the broken bands provided similar results with the narrowing of the material at the points of separation. Another functional test was conducted to determine how much force had to be applied in order to make the tpe band material to bulge through the suture thread knot. The strength of the tpe band was tested versus the design spec and it exceeds the requirement. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. Based on the condition of the samples received and the time of discovery, operational context caused or contributed to this event. No further action will be taken.

Event description:
The elastics on the product broke during the procedure. The patient's condition was reported as fine.